Event description:
On (B)(6) 2025, it was reported by the clinical diabetes specialist that the end-user experienced low blood glucose (bg) of 39 mg/dl after announcing a meal at approximately 1 pm and then making two additional consecutive meal announcements at around 4 pm when bg was below 100 mg/dl. Multiple follow-up attempts to gather additional details were unsuccessful.